Event description:
The customer reported that while the iabp was in use on a pt, "timing alarms" were heard. The pump was removed from pt and switched with another to continue therapy. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep examined the pump and could not reproduce the event or reproduce the alarm. The system was tested to factory specs. It functioned normally and was returned to the customer. A supplemental report will be submitted if add'l info becomes available. Ref: (B)(4).